Manufacturer narrative:
Based on the information provided, the foreign material alleged to be the v.a.c. Veraflo cleanse choice¿ dressing was reportedly left in the wound for five days. The foreign material was not returned for identification; therefore, solventum is unable to confirm its identity. All end release testing of product and packaging met specifications. The v.a.c. Veraflo cleanse choice¿ dressing was reportedly left in the wound over the manufacturer's recommendations; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings: foam placement: always use 3m¿ v.a.c. ® dressings or 3m¿ v.a.c. Veraflo¿ therapy dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The 3m¿ v.a.c. Whitefoam¿ dressing may be more appropriate for use with explored tunnels. The 3m¿ v.a.c. Veraflo cleanse¿ dressing system may be more appropriate for use with explored tunnels when using 3m¿ v.a.c. Veraflo¿ therapy where robust granulation tissue formation is not desired. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure, or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound and the dressing change date and document that number on the drape, in the patient¿s chart and on the foam quantity label (if provided). Foam removal: 3m¿ v.a.c. ® foam dressings and 3m¿ v.a.c. Veraflo¿ therapy foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events. If significant bleeding develops, immediately discontinue the use of the 3m¿ v.a.c.® ulta therapy system, take measures to stop the bleeding, and do not remove the foam dressing until the treating physician or surgeon is consulted. Do not resume the use of the 3m¿ v.a.c.® therapy or 3m¿ v.a.c. Veraflo¿ therapy until adequate hemostasis has been achieved, and the patient is not at risk for continued bleeding. Dressing changes: wounds being treated with the 3m¿ v.a.c. ® ulta therapy system should be monitored on a regular basis. In a monitored, non-infected wound, 3m¿ v.a.c. ® dressings and 3m¿ v.a.c. Veraflo¿ therapy dressings should be changed every 48 to 72 hours, but no less than three times per week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more frequently with the dressing change intervals based upon a continuing evaluation of wound condition and the patient¿s clinical presentation, rather than a fixed schedule. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 08-sep-2025, the following information was provided to solventum by the physician: on (B)(6) 2025, v.a.c. Veraflo¿ therapy with the v.a.c. Veraflo cleanse choice¿ dressing was initiated for recurrent third-degree burns on the lower limbs, with the procedure performed in the operating room. A saline solution was instilled. On (B)(6) 2025, the dressing was changed. During the procedure, the foam was observed to be partially degraded, with a "melted" appearance, and adhered to the wound bed. According to the attending surgeon, the appearance of the wound bed worsened after v.a.c. Veraflo¿ therapy was used. On 12-sep-2025, the following information was provided to solventum by the physician: the attending physician chose to change the dressing every 5 days, despite the initial recommendation of changes every 72 hours. This decision was based on the patient's critical condition (extensive burn injury), taking into consideration the high risk of complications associated with frequent transfers to the operating room, such as hypovolemic shock, hypothermia, anesthetic complications, and other hemodynamic events. The removal was performed in the operating room. Larger fragments were manually removed, and smaller fragments were removed via forceps. The smallest foam particles adhered to the wound bed were removed via mechanical debridement by abrasion (friction using sterile gauze directly on the wound bed to remove embedded particles). When comparing the appearance of the wound bed with the previous dressing, a worsening was observed, characterized by darkened tissue and localized areas of ischemia. The patient was on concurrent antibiotic and antifungal therapy. On 15-sep-2025, the following information was provided to solventum by the physician: the dressing was changed after 5 days; it was applied on (B)(6) 2025 and replaced on (B)(6) 2025. After debridement, v.a.c. Veraflo¿ therapy resumed and the v.a.c. Veraflo cleanse choice¿ dressing was applied over the areas with ischemic spots, aiming to optimize perfusion in conjunction with total parenteral nutrition. Debridement was also performed on necrotic areas located on the upper thigh region and along the length of the lower limbs where the foam showed adherence. On 26-sep-2025, solventum quality engineering assessed the provided photos. The photos show the affected v.a.c. Veraflo cleanse choice¿ dressing applied to a patient, highlighting various angles of the sample's condition. The dressing appears to be adhered to the patient's wound, with foam particulate remaining after an attempted removal of the foam. The cause and timing of the fault at the time of placement remain indeterminate based on the available photos alone. Samples from the same lot were not returned for evaluation. On 07-oct-2025, a device history record review for the v.a.c. Veraflo cleanse choice¿ dressing lot number: 101389v003 was completed. All end release testing of product and packaging met specifications.